Event description:
Healthcare professional reported ¿deflation¿ and ¿implant removal from textured to smooth due to the concerns of the product¿. Later healthcare professional reported "severe calcifications" and "thickened capsule". Later healthcare professional reported "capsular contracture baker grade IV". This record is for the right side. Device was explanted and not replaced. Device will be returned.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, h.6.

Event description:
Healthcare professional reported ¿deflation¿ and ¿implant removal from textured to smooth due to the concerns of the product¿. This record is for the right side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿deflation¿ and ¿implant removal from textured to smooth due to the concerns of the product¿. This record is for the right side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Device evaluation: the device related to the reported event capsular contracture was received on december 16, 2025 catalog number mcghan 240cc. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (an opening and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.